Event description:
The customer was hospitalized for low bgs. The customer did not recall why their bgs were low as the paramedics took customer to the hospital. Moreover, the customer informed that the pump had a constant tone and there was no change when customer pressed any of the buttons. Advised the customer to remove the batteries and disconnect from the pump.